Event description:
It was reported that a user applied a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor and was unable to pair it with the ilet due to the device being set to the wrong cgm type, consistent with an incorrect procedure for setup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of the information provided. Investigation of this case revealed a usage problem with no device problem found and no applicable device component implicated, with the event characterized as an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.